Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead could not advance into the target area. The lead was removed and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.